Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. The customer filled the cartridges with cold insulin and tandem technical support reminded the customer this was off-label. Customer¿s blood glucose reached 111 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.